Event description:
It was reported that the attempted right atrial (ra) lead was unable to sense. The lead was removed and a new lead was inserted with the same results. It was determined that an outside source was causing interference. The lead was connected to the pacemaker at which point excellent sensing, threshold and impedance were observed. The second lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.